Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the server and checked the database for stockout notices. The tss confirmed that the stockout bulletin was printed from the printer and that the inventory quantity of zero was visible in the database. The tss then ran a stockout summary report including the stockout date and found that no historical data was recorded for this stockout. No other pocket had the medication loaded or pended in the station at that time. Tss validated via server and database that the stockout event and bulletin were successfully recorded; identified this as a known issue (B)(4) with esr 1.23.1 where stockouts may not populate in the summary report due to a product defect, informed that this is resolved in es v1.11, and communicated findings via email with no available workaround. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system station stock out was not populating. Customer reported that the stockout summary report from the es server for medstation 716 is not displaying any data, despite propofol 100ml (med ID 7317) reaching stockout and a stockout bulletin being generated, leading to concerns of reporting gaps and delay in care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.